Event description:
The customer reportedly obtained a blood glucose result in the 300's (mg/dl) and a blood glucose result around the 50's (mg/dl) on the accu-chek compact plus system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer was reportedly looking at the accu-chek compact plus system upside down along with testing with blood in strip slot while obtaining the back-to-back results. New system sent to customer and return requested. The customer depleted the supply of strips used in event.